Event description:
The facility reported a pump with fail code 500. It is unknown when this fail code occurred. The reported fail code was confirmed during product evaluation by baxter as fail code 500:320:844:0000. The reported fail code was determined to be caused by stuck keys on pump head modules channel "b" and "c". There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software version 5.04.00 which is categorized as "unremediated".

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.